Event description:
A 4.0 mm diameter x 15 mm length driver rx coronary stent delivery system was inserted into a pt for the treatment of a distal rca lesion. Lesion morphology was reported to be little calcification with diffuse thrombus. The lesion was pre-dilated. It was reported that the pt presented suffering from an acute mi. A driver stent was successfully deployed in the distal rca; however, the physician wanted to implant a second driver in the proximal to the first. It was reported that the physician inserted the driver sds and was attempting to reach the lesion site, however, the stent caught in the proximal area of the rca. There was a slight narrowing and minimal calcium at this point. The delivery system would not advance and the stent dislodged, however, remained on the wire. During attempts to retrieve the stent, guide catheter and guidewire positioning was lost. After losing guide catheter and guidewire positioning, the stent was no longer on the wire. The physician believes the stent floated to the peripheral arteries. The pt is fine. Eval summary: medtronic has received the device and its analysis has been completed. The device was coated in blood. The stent was not returned. The balloon had not been inflated. There was no damage to the balloon. Damage to the distal tip could not be confirmed due to the presence of blood. The balloon pillows were present, and there were crimp/stent impressions visible on the body of the balloon. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval results: little calcification with diffuse thrombus, stent dislodgement; other, secondary intervention.